Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug (7500 mcg/ml at 749.7 mcg/day) via an implantable pump. It was reported that the patient lost close to 60 pounds and said the pump would "catch", meaning that she would hit it on objects. The pump was sticking out. The pain in the pocket was also noted. It was reported that the surgeon performed a pocket revision. The physician did not make changes to the catheter, the drug concentration, the daily dose, or the pump. The hcp has no further information for medtronic. The issue was resolved.